Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient became ¿semi-consciousness¿ and his cgm displayed low and urgent low. The patient¿s spouse called emergency medical services (ems) who performed a bg upon arrival which was 25 mg/dl. The patient was transported to the hospital and treated with glucose. The patient alleged his omnipod pump continued to administer insulin which contributed to his bg of 25 mg/dl. At the time of the report, the patient was still in the emergency department, alert, talking, and waiting for blood test results. The patient did not think he would be admitted to the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.